Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The front therapy electrode cable was pulled from the strain relief, damaging the pulse wire in the cable. The root cause for the open wire and strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt cables were damaged.